Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half top of the screen was flickering with horizontal pink and green lines and all in one need to be replaced. A field service engineer replaced the screen and confirmed the customer was able to sign in and access medications without any issues, performed testing and verified all functions were operating normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini half top of the screen was flickering with horizontal pink and green lines and all in one need to be replaced. However, there were no delays or adverse events or injuries reported based on this event.